Event description:
Initial report: this case was reported by a physician on 11-jan-2010. Upon medical review, this case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This case involves a patient (age nos) who was treated with poly-l-lactic acid (sculptra) and developed nodules. She received poly-l-lactic acid therapy several month ago which was injected to her chin and lip area. One month ago, the physician diagnosed a little indurated non ulcerated nacred white nodule of "little pea" size in the lower lip mucosa opposite her incisors. The patient also developed non-visible nodules on her cheeks which the reporter related to the fact that the patient did not massage the area. Relevant medical history and concomitant medication information were not mentioned. Corrective treatment - unknown. Outcome - not recovered / not resolved. A ptc (pharmaceutical technical complaint) was initiated. Physician/reporter causality: possible.

Manufacturer narrative:
Important medical event.